Manufacturer narrative:
As per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had an arctic sun device alarming 07 (empty pads not complete). Therapy had just started (s/n (B)(6)). It was stated that the nurse had empty pads to disconnect. The nurse stated that they had not filled the device with any water. The nurse disconnected the pads carefully, and there was only a little water left in the pads. Empty pads and had the nurse reconnect using the proper technique. The device shows the water level at one bar. Discussed how to refill the reservoir and confirmed there are no other errors or alarms. The patient temperature was 36.5 c, the target temperature was 36 c, and the flow rate was 1.3 l/m and rising. It was suggested that the nurse call back if there are any other alerts. As per additional information via email from ibc on 23jun2023, it was stated that the nurse who confirmed patient completed therapy with no further issues. Device remained in service and pad disposed of. Denied any medications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : the device was not returned.

Event description:
It was reported that the nurse had an arctic sun device alarming 07 (empty pads not complete). Therapy had just started (s/n (B)(6) ). It was stated that the nurse had empty pads to disconnect. The nurse stated that they had not filled the device with any water. The nurse disconnected the pads carefully, and there was only a little water left in the pads. Empty pads and had the nurse reconnect using the proper technique. The device shows the water level at one bar. Discussed how to refill the reservoir and confirmed there are no other errors or alarms. The patient temperature was 36.5 c, the target temperature was 36 c, and the flow rate was 1.3 l/m and rising. It was suggested that the nurse call back if there are any other alerts.